Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure unstable and high thresholds were observed on the pacing lead. The lead was attempted/not used and replaced. The patient was hospitalized as a result of this event. No patient complications have been reported as a result of this event.